Event description:
It was reported to nuvectra that the patient experienced a lack of therapeutic effect to the lower back due to a lead migration. During the revision surgery, the leads were re-positioned then re-attached to the stimulator and tested with impedance issues. Subsequently, one of the leads was replaced and the patient is doing well.